Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (500s mg/dl). The infusion set site and cartridge were changed. A bolus and insulin injections were used to address the bg level. A pump system check was performed using the current supplies. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. The customer did not remove the current cannula; however, there was no damage noted to the previous cannula. As the supplies had just been changed, the customer declined to change them out again. Tandem technical support advised the customer to speak to a healthcare provider regarding the high bg levels.